Event description:
On 2016-11-10 mpxr (B)(4), re mpxr (B)(4) (for, rep, hcp): a healthcare professional (hcp) reported via a manufacturer representative (rep) the lead did not deploy properly. There were no environmental factors that may have led or contributed to the issue. There was no troubling shooting done. The rep noted a new lead was used and the issue was resolved at the time of the report. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.